Manufacturer narrative:
Correction g3: date received by MFR - update the date to 09/25/2025. Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A functional flow rate accuracy test was performed, and the result was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during delivery. It was observed that at the time of the expected completion time of the therapy, there was approximately 70ml of medication remaining that had not been infused to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.